Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. The event investigation is currently underway.

Event description:
It was reported that the stent graft partially deployed and was removed from the patient along with the delivery system. Reportedly, the stent graft appeared to be fully deployed on fluoroscopy, but was unintentionally retracted with the delivery system during removal. The procedure was successfully completed with another stent graft. No patient injury was reported.